Manufacturer narrative:
The reporter provided the part number 100/100/070, but it was found that the device was actually for part number 100/199/070. (B)(4).

Event description:
It was reported that an endotracheal tube was in use during a laparoscopic operation when an airway leak was observed. The tube was placed using a bougie. The issue was observed 90 minutes into the operation. The issue was discovered when the ventilator bellows were failing to refill. The ventilator was providing a low flow volatile anesthetic. Due to the incident, the surgery had to be interrupted to perform a tube exchange over a bougie. The reporter noted that the patient was at risk of pulmonary aspiration and hypoxic brain damage. No other injury was reported.

Manufacturer narrative:
A review of the manufacturing documents was performed and found all testing and inspection activities to be adequate and correct. While the physical product sample was not available for return, one photographic image and one video were received for evaluation. Visual analysis of the returned imaging found bubbles coming from the cuff. The reported complaint was confirmed. Without the return of the physical product sample for analysis, a definitive root cause to the reported clinical observation could not be determined. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.